Event description:
Customer called to report that her pod alarmed and stopped working. Customer is new to the omnipod system. Her pod seemed to work well during the day, but she woke up at 6:30am with a blood glucose (bg) of 426 mg/dl. Within a few minutes of taking her bg, her pod alarmed. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.